Event description:
Heal-laa study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a deployed device diameter of 23.2 mm. There were no patient complications that were reported to have occurred. The patient was discharged with a medical regiment of apixaban. Forty (40) days post procedure the patient presented to the emergency room with chest discomfort and was hypotensive. The patient was admitted to the hospital for further evaluation before they were diagnosed with anemia. At the time of the event the patient was on apixaban, but the patient taken off of this while in the hospital. Two (2) days later the patient underwent a transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. One (1) day later the patient was diagnosed with severe mitral regurgitation and recommended to undergo mitral valve repair. The next day the patient was discharged from the hospital on a medical regiment of apixaban. The anemia was resolved at this time. Forty-eight days post procedure the mitral regurgitation was resolved with residual effects.